Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was in good condition.